Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital in early january with hemolysis. The pt's ldh was 1500-1700. The pt was treated with argatroban and discharged when her ldh went down to 1400. The pt was seen in the clinic on (B)(6) 2014 and her ldh was 2100 and pfhgb was 29. The pt was admitted into the hospital and argatroban drip was started. Blood tests were re-drawn and ldh was 1700 and pfhgb was 15. The pt will remain in the hospital for observation.